Event description:
Pt was revised to address tibial pain. The tibial tray was loose and there was osteolysis on the medial side of the tibia. Poly wear noted on the insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.